Event description:
Patient reported that their two top and two bottom teeth do not touch. Asked patient to back track to aligner most comfortable, patient said step 5 is the aligner back tracking to. Requested bite video for evaluation and provided hht&t tips. Video provided from patient shows that upper aligner 5 fit is borderline, with in normal limits with air gaps and blanching present on the upper anterior. Posterior appears to close and left side touches but right anterior does not which does differ from treatment plan. Requested that patient soak aligner 5, provide update to evaluate bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.